Event description:
It was reported that at a regular follow up, the patient's atrial and ventricular lead impedance was out of range. X-ray indicated that the atrial lead was fractured. The atrial lead was capped and replaced. The ventricular lead was found to be loose in the connector of the device header. The device was removed and replaced. The lead remains implanted but therapies were inactivated due to the patient's physiologic requirements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.